Event description:
A pt reported that the meter had a display issue. The meter would not go past the '888' on the display. This issue was not resolved and the meter was replaced. There was no medical intervention or treatment given. No further info has been reported.